Manufacturer narrative:
The patient expired approximately one hour after falling. Injury and death details have not been provided upon request. The patient was described as sustaining injury to the back of the head. Official cause of death was not provided. Hill-rom technician evaluated the lift on site and noted the lift functioned as designed. The most likely cause of the motor to fall is miss application of the strap to the motor by the user. Hill-rom representatives visited the customer on the (B)(4) 2019 and evaluated the mutirall overhead lift and the rail system in the event, both were found to be in good condition. A field safety corrective action, mod1267, was initiated in september 2017. Mod1267 aimed to reinforce instructions for proper connection, including verification of proper attachment prior to use, for the multirall 200 overhead lift to the s65 carriage. The notification was also to be shared with staff. At the healthcare facility in this event, (B)(6), the mod1267 was performed on the 2 october 2017. During the customer visit hill-rom representatives inserviced the customer of the correct attachment of the q-link to the s65 carriage hook. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating patient fell on her back and her head hit the floor. When lying on the floor on her back the motor fell on her chest. The lift was located at the account at the time of the incident. The patient passed away one hour after the event. This report was filed in our complaint handling system as complaint (B)(4).